Event description:
A hospital in (B)(6) reported via our distributor that two rt340 adult dual-heated evaqua breathing circuits did not pass the leak test on a pb840 ventilator. These were found prior to patient use.

Manufacturer narrative:
(B)(4) method: two rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in new zealand where they were visually inspected. The lot information was not provided with the returned rt340 breathing circuits therefore we could not confirm the lot number. Results: visual inspection revealed a hole in the evaqua expiratory limb on one of the returned rt340 adult dual-heated evaqua breathing circuits. No fault was found with the other breathing circuit. Conclusion: based on the inspection conducted, the damaged evaqua expiratory limb appeared to have been punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded and the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The hospital correctly followed our user instructions and detected the leak during a setup check before use on a patient.

Event description:
A hospital in (B)(6) reported via our distributor that two rt340 adult dual-heated evaqua breathing circuits did not pass the leak test on a pb840 ventilator. These were found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.